Event description:
The facility representative reported a flogard infusion pump that alarmed occlusion during use. There was no patient involved, injury or medical intervention related to this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The reported condition was confirmed during device evaluation. The latch roller was found to be damaged as a result of wear and tear. The latch roller was replaced to resolve the reported condition.